Event description:
Customer reported that the charging port also contained dirt, preventing the charge from holding effectively when plugged in. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.